Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Watermark is not observed at the base of the tail. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Visual inspection was performed on the returned sensor and did not observe any evidence of misuses or abnormalities. The patch data was extracted and observed the patch to be in state 8 (error termination). The returned patch was de-cased and no issues were observed on the patch component or sensor flag. Glucose solution test was performed to check the accuracy test of the returned patch's reading. No significant inaccuracies were observed. No other issues were identified. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d4 (model no) and h10 (addtl mfg narrative) were incorrectly documented in the previous report. Correction has been made.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.